Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the bladder, ureter and kidney during a ureteroscopy (urs) procedure. The procedure date is unknown. According to the complainant, during the procedure, when guidewire was placed in the bladder and ureter into kidney, it was noted approximately the last five inches of the shrink sleeve detached. The procedure was completed with a new sensor wire guidewire. There were no reported patient complications as a result of this event.